Event description:
It was reported the colonovideoscope had image noise during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen blackout and no image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image noise could not be detected since no problem was found and malfunctions found during device evaluation no image and screen blackout was due to scraped electrical contacts at the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.